Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire, when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.

Event description:
Reported as: broken tip at seal. The catheter tip frayed inside the 7f pinnacle destination sheath. The tip was stuck at the end of the sheath and broke.